Manufacturer narrative:
Block h: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure performed on (B)(6) 2025, for the treatment of varicose veins. During the procedure, when the physician turned the handle, the handle did not release a rubber band. The physician attempted another turn, and four bands were released simultaneously. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure performed on (B)(6) 2025, for the treatment of varicose veins. During the procedure, when the physician turned the handle, the handle did not release a rubber band. The physician attempted another turn, and four bands were released simultaneously. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands premature deployment. Block h11: the returned speedband superview super 7 was analyzed, and it was found during visual inspection that the device was returned without the ligator housing. The trip wire was not secured into the handle slot and it was not pulled up to take up rest of slack. No problems with the device were noted. The reported event of bands unable to deploy and premature deployment cannot be confirmed. Since the ligator housing was not returned, it is not possible to determine if this part had any sort of damage that could have affected the bands deployment. It is possible that this was due to the physician's technique during the procedure, due to the anatomical conditions, or was related to a device malfunction. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause of this complaint is cause not established.